Event description:
It was reported that this was an arteriotomy closure of the left common femoral artery using a prostar xl after an endovascular aneurysm repair (evar) procedure with a 10f sheath. Reportedly, the prostar xl handle was removed with only three needles coming out of the hub. It was not possible to remove one needle. After many attempts to remove the needle, it was still stuck in the guide. The suture was cut and the device removed with significant vessel damage. A proglide suture was deployed in an attempt to achieve hemostasis yet the suture did not catch the vessel. A surgical cut down was performed with surgical closure. No reported clinically significant delay in the procedure or therapy. No additional information was provided.

Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report. The additional device referenced in b5 is filed under a separate medwatch report number.

Manufacturer narrative:
An analysis was performed on the returned device. The failure to fire could not be confirmed due to the condition of the device. The entrapment and retraction problem are related to the procedure circumstances and cannot be replicated in a lab environment. Production record and corrective and preventative actions (CAPA) reviews were performed and revealed no indication of a product quality issue. Additionally, a query of the complaint handling database for the reported lot revealed there is no indication of a lot specific issue. The patient effect of vessel damage is listed in the prostar instructions for use (eifu), as a potential adverse event of use of the device. Based on the reported information and the observations from the returned device analysis, a definitive cause for the reported issue could not be determined. It is possible the needle deflected and/or became entangled with adjoining suture causing both failure to fire and the retraction problem leading to the entrapment; however, this cannot be confirmed. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.